Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the left distal superficial femoral artery. Pre-dilatation was performed with a 5.0 balloon, and the 5.5 x 150 mm supera self expanding stent system (sess) was advanced and deployment was performed. At the end of deployment, an attempt was made to release the stent, but the stent would not release; therefore, the sess was removed with the stent. Two additional supera sess were used successfully to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the tip was separated at the inner member and inner member jacket. The separated portion (tip) was not returned. Additional information from the account confirmed that during removal of the sess, the tip separated. Both the stent and the tip were removed at the same time with the sess. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported deployment issue was unable to be confirmed as the stent was already fully deployed. The tip separation was confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that, a conclusive cause for the deployment difficulty could not be determined. The tip separation was the result of operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.